Event description:
The pt experienced new hip and leg pain beginning 'some time ago,' and inadequate pain relief beginning 3 weeks ago. The pt's blood pressure was also high. The pt was seen in clinic. The hcp planned on doing a computerized tomography scan. Five days after the initial report, the pt was admitted to the hospital. The hcp planned to do a magnetic resonance imaging and a dye test. The pump was used to deliver morphine sulfate. The pt was also treated with vicoden. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.